Event description:
A customer reported damaged minicap transfer sets "in places in contact with the clamp." It is unknown whether or not this event occurred during use of the device. The minicap transfer set was in use for one month prior to the reported issue. The minicap transfer set tubing was replaced. It was determined that the dialysis center used alcohol free antiseptics for the transfer set tubing. Medical staff conducts training for patients about aseptic and antiseptic rules. During the training it is recommended not to use alcohol-based antiseptics. However, it was not known for certain what antiseptic solution the patient was using without the control of medical personnel. No patient injury was reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient reported using an alcohol based antiseptic for cleaning the transfer set. The patient was informed about how it is prohibited to directly expose the device to antiseptic solutions containing stress cracking agents such as hydrogen peroxide, alcohol or antiseptic agents containing alcohol. It was reported that the patient had additional training about the treatment of the tubes. From the time of this report, the patient started to use only alcohol free disinfectant for treatment of tubes. As the transfer set was not returned, a device analysis could not be completed. However, using alcohol based antiseptics is a known cause of the reported issue. The label of the transfer set instructs the user not to apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.